Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. A decrease in sensing and impedance were observed. Lead was capped and replaced.